Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated I havent charged my stimulator in months. I cant get it to be turn back on.¿will attempt device reset at patients next schedule office visit. The issue is not yet resolved. No symptoms were reported. Information was received from a manufacturer representative (rep regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stopped charging ins a year ago. The patient went on vacation and forgot their recharger; the ins became overdischarged and was unable to be charged. The patient reported covid hit and they were unable to get in to be seen at a healthcare provider's office. The rep reported that they can barely feel the ins and it is deep in pocket. It was reported that the antenna locator highest reading was 42, but generally was in the mid-30s. The manufacturer representative attempted antenna locator for optimal placement of recharger paddle and trickle charge was unsuccessful. The rep met with the patient to do physician recharge mode (prm), but was not successful. It was reported that it was discussed doing x-ray to confirm that implant is not flipped; surgical intervention is planned and the ins will be replaced in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had an appointment on (B)(6) 2021 to discuss with their healthcare provider.